Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of printer. (B)(6) states that the printer will no longer feed/print. It was working before, and nothing had changed when it malfunctioned. The cardiosave is pumping without issue. There was no harm reported to the patient. Information was gathered for a complaint and they will report the pump to their biomed dept. Once removed from the patient. No further information available. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. There was patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit printer will no longer feed/print. It was working before, and nothing had changed when it malfunctioned. The cardiosave is pumping without issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a